Event description:
It was reported that an asymptomatic patient presented in clinic with non-sustained lead noise due to post-paced t-wave oversensing noted on store egms. Programming changes were made; device remains implanted.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.